Event description:
Patient's father reported issue with pump malfunctioning. Patients father report the pump stopped working yesterday and he tried winding and starting the pump a couple of times but pump stopped pushing the syringe and it broke, patient was only able to infuse 16-17 ml of the 25 ml volume. Patients father said he spoke to provider and no need to make the dose up as patient has high level of ig. No adverse events reported. Pharmacy is replacing the device and sent a return box to the pt. Pump: serial number: (B)(6) expiration date unknown. No additional information or details available.